Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 14 april 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was not performed because the suspect product was not returned for product evaluation. No iol and no handpiece were received. The original folding carton, patient ID card, a blank implant notification card, the dfu, and patient stickers were received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor noticed a line defect on the intraocular lens (iol) during implantation. The iol was partially inserted into the patient's eye. The iol was removed. The doctor completed the procedure as usual with a backup lens without any complications or injury to the patient. No further information provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Section e1: initial reporter last name: unknown, as information was asked but not provided. Section e1: email address: unknown/not provided, as information was asked but not provided. Section e1: initial reporter telephone number: (B)(4). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.